Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post sensed t wave oversensing and far p oversensing was observed. The decision was made to just monitor the patient since there was only one episode where the anomalies were occurring. No patient symptoms were reported.